Manufacturer narrative:
Analysis of the returned device revealed that the fiber tip exhibits no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on the device analysis, the product complaint could not be confirmed. The probable root cause of complaint is not confirmed,returned. Glue failure observed. The probable cause of the failure is operational context. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiber life function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all the available information and concluded that this event no longer meets the criteria of a reportable event.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, the fiber tip broke and was firing straight after 183,000 joules of use. The case was successfully completed with a second fiber. No patient clinical consequences were reported due to this event.